Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed thread defect at the tip could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a detachment of device components in the joint area. The customer's originally reported issue of loose tip was confirmed. The following additional findings were also noted: light guide cover lens broken, and scratches on the connecting tube, universal cord, and cable tube unit slave. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during maintenance, it was discovered that the tip of their cysto-nephro videoscope was loose. The procedure was completed successfully with a similar device, and there was no delay as a result of the issue. Upon inspection and testing of the returned unit, it was discovered that there was a detachment of device components in the joint area. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions both originally reported as well as found during evaluation.